Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned handheld and software. Analysis of the returned handheld indicated no anomalies associated with the battery latch were identified during the analysis. However, during the analysis it was identified that the main battery was swollen. The swollen battery prevented the battery cover from seating properly in the handheld case. As a result, when the handheld was tapped on the counter, the battery door would shift slightly causing the handheld to incorrectly read that the battery latch was open. No other anomalies were identified during the analysis. Moreover, analysis of the returned flashcard indicated no anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
It was reported by a company representative that a handheld could not perform as intended as the battery cover for the device was not closing well in turn switching the handheld to standby. The area representative indicated that troubleshooting was performed as a hard reset and reinstating the battery without success. The reported handheld was returned to the manufacturer and currently undergoing analysis.